Event description:
It was reported that, after inspection of the back up instruments, these were set aside for complaints. No patient involvement. This report is for one (1) 3.5 va lckng scr slf-tpng/sd/85. This is report 8 of 8 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional product code: hwc. A device history record (DHR) review was conducted: visual inspection: the complaint item, packaging for part# 02.127.185, lot#6l20815 was returned to cq (B)(4) . The outer packaging was deformed. Upon visual inspection, no item was found inside the packet and there was a small opening in the sealing of the package. The packaging was sent to the manufacturing site (B)(4) for investigation and this summary is based on the report from (B)(4) attached under the notes and attachment section. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings for the part was reviewed: 3.5mm variable angle locking screw, se_300566 rev h (current and manufactured) dimensional inspection: this was not performed due to the complaint condition of missing item from the package. Conclusion: the complaint device packaging was returned empty which is due to the item falling out due to the improper sealing of the package. This was a confirmed manufacturing issue and jabil nc (B)(4) was opened. A jnj nc, (B)(4) opened to track the proceedings of the investigation. Additionally, (B)(4) was opened on (B)(6) 2020 to address issues of this kind but since this lot is from 2019, the investigation will be conducted through (B)(4). Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.